Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, the root cause was not determined. This lead was replaced and is not expected to be returned as it was surgically abandoned. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.